Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), cyst ("cysts"), acne ("acne"), vaginal discharge ("vaginal discharge"), vaginal odour ("odor") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, cyst, weight increased, acne, vaginal discharge, vaginal odour and menstrual disorder outcome was unknown. The reporter considered acne, cyst, infection, menstrual disorder, pelvic pain, vaginal discharge, vaginal odour and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypothyroidism and cervical disc herniation. Previously administered products included for contyrol abnormal bleeding: nortrel from (B)(6)2014 to (B)(6)2014 and ortho novum from (B)(6)2014 to (B)(6)2014. Concurrent conditions included neck pain, pap smear abnormal, ovarian cyst, ache, adhd, post inflammatory hyperpigmentation, low back pain, vitamin d deficiency and menses irregular. Concomitant products included clindamycin, fluoxetine hydrochloride (prozac) since (B)(6)2015, levothyroxine since (B)(6)2017, minocycline, nsaids from april 2015 to (B)(6)2018, paracetamol (acetaminophen) from (B)(6)2015 to (B)(6)2018, tretinoin and venlafaxine since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 12 days after insertion of essure. On (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2015, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), the second episode of vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced infection ("infections"), cyst ("cysts"), acne ("acne"), vaginal odour ("odor") and menstrual disorder ("menstruation issues") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the infection, cyst, the last episode of weight increased, acne, vaginal odour, menstrual disorder, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, the last episode of vaginal discharge and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, cyst, depression, hot flush, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal odour, the first episode of vaginal discharge, the first episode of weight increased, the second episode of vaginal discharge and the second episode of weight increased to be related to essure. The reporter commented: left ovary with 2 cm simple appearing cyst present both essure coils were removed without complication and appeared to be intact after removal. The essure coil was palpated and grasped with a maryland. Discrepancy noted in date of insertion (B)(6)2014 (summons) and (B)(6)2015 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: essure device was successfuljy occluded.; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: alopecia, weight increased, vaginal discharge, pelvic pain, anxiety, hot flush. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, vaginal discharge, weight gain / loss (specify which one): weight gain, hair loss. Outcome of event pelvic pain updated. Reporter information, aka name, medical history, historical drug, concomitant drug, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypothyroidism and cervical disc herniation. Previously administered products included for control abnormal bleeding: nortrel from june 2014 to december 2014 and ortho novum from june 2014 to december 2014. Concurrent conditions included neck pain, pap smear abnormal, ovarian cyst, acne vulgaris, adhd, post inflammatory hyperpigmentation, low back pain, vitamin d deficiency, menses irregular, tonsillectomy and cervical disc herniation. Concomitant products included clindamycin phosphate (cleocin-t), fluoxetine hydrochloride (prozac) since (B)(6) 2015, levothyroxine since (B)(6) 2017, minocycline, nsaids from april 2015 to february 2018, paracetamol (acetaminophen) from april 2015 to february 2018, tretinoin (retin-a) and venlafaxine since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), cyst ("cysts"), acne ("acne"), vaginal odour ("odor"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problems") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, menorrhagia, alopecia, abdominal pain, vaginal infection and urinary tract disorder had resolved and the infection, cyst, the last episode of weight increased, acne, vaginal odour, menstrual disorder, hot flush, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, cyst, depression, genital haemorrhage, hot flush, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: left ovary with 2 cm simple appearing cyst present both essure coils were removed without complication and appeared to be intact after removal. The essure coil was palpated and grasped with a maryland. Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2015 (pfs). Patient received treatment for pain, bleeding, bladder disorder,urinary problems,hair loss, weight gain. Left side-5 coils. Right side-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfuljy occluded.; on 20-(B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: alopecia, weight increased, vaginal discharge, pelvic pain, anxiety, hot flush. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Rcc added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypothyroidism and cervical disc herniation. Previously administered products included for contyrol abnormal bleeding: nortrel from (B)(6) 2014 and ortho novum from (B)(6) 2014. Concurrent conditions included neck pain, pap smear abnormal, ovarian cyst, acne vulgaris, adhd, post inflammatory hyperpigmentation, low back pain, vitamin d deficiency, menses irregular, tonsillectomy and cervical disc herniation. Concomitant products included clindamycin phosphate (cleocin-t), fluoxetine hydrochloride (prozac) since (B)(6) 2015, levothyroxine since (B)(6) 2017, minocycline, nsaids from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018, tretinoin (retin-a) and venlafaxine since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hot flush ("hot flashes"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), vaginal infection ("vaginal infection"), vaginal odour ("odor"), infection ("infections"), cyst ("cysts"), urinary tract disorder ("urinary problems") and acne ("acne") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, urinary tract disorder and alopecia had resolved and the menstrual disorder, vaginal haemorrhage, vaginal odour, infection, cyst, the last episode of weight increased, acne, hot flush, depression and anxiety outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, cyst, depression, genital haemorrhage, hot flush, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: left ovary with 2 cm simple appearing cyst present both essure coils were removed without complication and appeared to be intact after removal. The essure coil was palpated and grasped with a maryland. Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2015 (pfs). Patient received treatment for pain, bleeding, bladder disorder,urinary problems,hair loss, weight gain. Left side-5 coils. Right side-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfuljy occluded.; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: alopecia, weight increased, vaginal discharge, pelvic pain, anxiety, hot flush. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), cyst ("cysts"), acne ("acne"), vaginal discharge ("vaginal discharge"), vaginal odour ("odor") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, cyst, weight increased, acne, vaginal discharge, vaginal odour and menstrual disorder outcome was unknown. The reporter considered acne, cyst, infection, menstrual disorder, pelvic pain, vaginal discharge, vaginal odour and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfuljy occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypothyroidism and cervical disc herniation. Previously administered products included for contyrol abnormal bleeding: nortrel from (B)(6) 2014 and ortho novum from (B)(6) 2014. Concurrent conditions included neck pain, pap smear abnormal, ovarian cyst, acne vulgaris, adhd, post inflammatory hyperpigmentation, low back pain, vitamin d deficiency and menses irregular. Concomitant products included clindamycin phosphate (cleocin-t), fluoxetine hydrochloride (prozac) since (B)(6) 2015, levothyroxine since (B)(6) 2017, minocycline, nsaids from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018, tretinoin (retin-a) and venlafaxine since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), cyst ("cysts"), acne ("acne"), vaginal odour ("odor"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problems") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, menorrhagia, alopecia, abdominal pain, vaginal infection and urinary tract disorder had resolved and the infection, cyst, the last episode of weight increased, acne, vaginal odour, menstrual disorder, hot flush, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, cyst, depression, genital haemorrhage, hot flush, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: left ovary with 2 cm simple appearing cyst present both essure coils were removed without complication and appeared to be intact after removal. The essure coil was palpated and grasped with a maryland. Discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2015 (pfs). Patient received treatment for pain, bleeding, bladder disorder,urinary problems,hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: alopecia, weight increased, vaginal discharge, pelvic pain, anxiety, hot flush. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events abdominal pain, general abnormal bleeding, vaginal infection, urinary problems added and event pelvic pain, vaginal discharge outcome updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.